Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event date is unknown in the year 2020. B5: updated event description. D4: updated. G1: physical manufacturer updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unk screw (part# unknown; lot# unknown; quantity: unknown). This complaint involves three (3) devices.

Event description:
Additional event information this ancillary had already been reported as being distorted concerning the distal locking hole, but in the case of a long nail this data was not taken into account. The ancillary was check at the beginning of the procedure by the nurse with the nail assembly correctly (checked by the surgeon too) during the procedure, no manipulation prohibited in the instructions was made. The mass was only used with the appropriate extension. The corticotomy bit was used before the auger. There was a reaming, etc. The recommended surgical technique was followed. Once the procedure was completed, the ancillary was isolated to be cleaned and sent for repair.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the pfna blade was received in an unlocked condition. The hexagon and the thread of the locking mechanism are strongly damaged. There are strong stress marks at the sleeve. One corner at the forefront of the blade is strongly damaged. At all damages is the anodized layer worn away which indicates that they were caused post-manufacturing. The complained malfunction that pfna blade did not pass through the pfna nail and was found to be next the nail could be confirmed from provided x-rays. From the provided x-rays it can also be confirmed that the blade is not in locked condition, there is a gap between blade and sleeve and as well between sleeve and end cap visible. During the performed investigation no manufacturing related issue could be detected, the blade is functional as required, it can be locked/unlocked and attached/detached from the impactor without any issues. There is no indication for a malfunction of the blade regarding the misalignment, based on the condition of the nail it can be assumed that already the guide wire and the reamer were not in the correct position during the insertion and that the blade did follow the prepared channel next to the nail. Based on the provided information the exact cause of the misalignment between the nail and the blade cannot be defined. As the review of the surgical technique has shown are the different potential reasons listed, e.g. Loose connection of the aiming instruments or an not fully attached sleeve assembly. Also the cause why the blade was not locked cannot be defined as there was no information about this occurrence provided. In this relation page 41 of the surigcal technique can be mentioned: if the pfna blade cannot be locked, remove it and replace it with a new pfna blade (see implant removal, step 1). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.027.037s, lot: 5l61699, manufacturing site: bettlach, release to warehouse date: 09 aug 2019, expiry date: 01.july 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure on (B)(6) 2020, the reamer broke. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.037s, lot: 5l61699, manufacturing site: bettlach, release to warehouse date: august 09, 2019, expiry date: july 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the pfna blade was received in an unlocked condition. The hexagon and the thread of the locking mechanism are strongly damaged. There are strong stress marks at the sleeve. One corner at the forefront of the blade is strongly damaged. At all damages is the anodized layer worn away which indicates that they were caused post-manufacturing. Functional test: the during the procedure used instruments were not returned, therefore no functional test regarding the blade did miss the nail malfunction can be performed. The condition of the nail does indicate that already the reamer did miss the blade hole, which speaks against a functional issue with the blade. As stated above was the blade returned in unlocked condition, the locking screw was screwed in to deep and it was not possible to reach the recess of the locking screw with the impactor in the received condition. During the evaluation, the locking screw was screwed back into the correct position. After that, the blade was functional as required again, locking/unlocking by attaching/detaching from the impactor was possible without any issues. Dimensional inspection: there is no indication for a dimensional issue with the blade, otherwise an insertion into the protection sleeve would not have been possible during the procedure. Also it was possible to insert the blade into at the customer quality (cq) department available pfna nail without any issues. Drawing/specification review: the pfna with augmentation option surgical technique was reviewed. Following for this complaint, potentially relevant sections related to the misalignment can be mentioned: page 24: precaution: ensure that the connection between pfna and insertion handle is tight (retighten, if necessary) to avoid deviations when inserting the pfna blade through the aiming arm. Do not attach the aiming arm yet. Page 25: precaution: always ensure that the pfna is firmly attached to the insertion handle. Page 28: precaution: ensure that the sleeve assembly clicks into the aiming arm, otherwise it will not guarantee the exact position of the pfna blade. Page 31: note: the sleeve assembly must be in contact with the bone during the entire blade implantation. Do not tighten the buttress nut too firmly as this could impair the precision of the insertion handle and sleeve assembly. Page 35: verify the position of the guide wire in ap and lateral view before measuring the pfna blade length. Following for this complaint, relevant section related to the locking of the pfna blade can be mentioned: page 38: while attaching the pfna blade on the impactor, screw the impactor counterclockwise (note the mark ¿attach¿ on the impactor) into the end of the pfna blade to unlock the blade. Push the pfna blade gently towards the impactor while attaching the pfna blade. Do not overtighten. Precaution: the tip of the pfna blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna blade. Page 41: verify pfna blade locking intraoperatively. The pfna blade is locked if all gaps are closed. Investigation conclusion: the complained malfunction that pfna blade did not pass through the pfna nail and was found to be next the nail could be confirmed from provided x-rays. From the provided x-rays, it can also be confirmed that the blade is not in locked condition, there is a gap between blade and sleeve and as well between sleeve and end cap visible. During the performed investigation, no manufacturing related issue could be detected, the blade is functional as required, it can be locked/unlocked and attached/detached from the impactor without any issues. There is no indication for a malfunction of the blade regarding the misalignment, based on the condition of the nail it can be assumed that already the guide wire and the reamer were not in the correct position during the insertion and that the blade did follow the prepared channel next to the nail. Based on the provided information, the exact cause of the misalignment between the nail and the blade cannot be defined. As the review of the surgical technique has shown are the different potential reasons listed, e.g. Loose connection of the aiming instruments or an not fully attached sleeve assembly. Also, the cause why the blade was not locked cannot be defined as there was no information about this occurrence provided. In this relation, page 41 of the surgical technique can be mentioned: if the pfna blade cannot be locked, remove it and replace it with a new pfna blade (see implant removal, step 1). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was initially implanted on (B)(6) 2020 with proximal femoral nail antirotation (pfna) system. The pfna ancillary was distorted. It was difficult to perform the procedure. X-rays taken on an unknown date showed that the cervical-cephalic blade was next to the nail. The nail was checked before the implantation. The patient was revised on (B)(6) 2020 with a new osteosynthesis. Patient was hospitalized in a care unit. No further information provided. Concomitant devices reported: pfna ø10 long le 125° l340 tan (part #: 472.320s, lot #: 9897467, quantity 1); screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown pfna blade. This is report 2 of 2 for (B)(4).